Event description:
It was reported that 14 days post implant procedure, the patient had a replace controller message appear on their system controller. There was no audible alarm associated with the message. The message remained on the system controller the next day. The system controller was then replaced and the issue was resolved.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
This event occurred at (B)(6) medical center at tel hashomer in ramat-gan, israel. Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via the submitted log file; however, it was not reproduced. A review of the downloaded controller event log file spanned approximately 7 hours (02jul2023 from 07:37:10 ¿ 14:33:54 and 01aug2023 per time stamp). From the beginning of the log file while connected to the power module, the controller internal fault alarm was active due to a vcc fault. The onset of the alarm was not captured but given that the vcc fault remains active through the remainder of the log file, it is likely the cause for the alarm. The controller was briefly turned on at 13:39:42 while the driveline wasn¿t connected, and the alarm had not cleared. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The internal components of the controller were inspected, and no issues were observed. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm, and the actions to take if the alarms cannot be resolved. No additional information was provided. The manufacturer is closing the file on this event.